Event description:
It was reported that the user disconnected from the ilet for a shower without pausing insulin, resulting in insulin delivery into the environment rather than the body; education was provided on reconnecting, understanding that insulin on board would be inaccurate and to clean any insulin from the tubing end. Symptoms included hyperglycemia peaking at 218 mg/dl and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and a usage problem related to not properly disconnecting and reconnecting to the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.